Manufacturer narrative:
We evaluated the returned instrument and found both of the jaws were broken off. Stress overload is the most likely cause of breakage.

Event description:
Allegedly, during a thoracoscopy procedure, both of the jaws of the instrument broke off inside the patient. The broken jaws were retrieved and the doctor reported there was no impact on patient.